Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration / migration of essure device / migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient underwent essure confirmation test. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage ("heavy, abnormal bleeding"), device dislocation (seriousness criterion medically significant) with abdominal pain and pelvic pain, dysmenorrhoea ("severe menstrual pain"), heavy menstrual bleeding ("prolonged menses / menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, dysmenorrhoea, heavy menstrual bleeding, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for severe menstrual pain, heavy, abnormal bleeding, prolonged menses, severe abdominal and pelvic pain, and coil migration, among other symptoms. She needed to undergo additional surgical intervention as a result of her essure implants as per pfs, discrepancy noted in date of insertion: on (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2006: essure confirmation test (unspecified) result not provided. Ultrasound scan: on an unknown date: results: coil on the right side had migrated. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality-safety evaluation of ptc, update of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy, abnormal bleeding") and device dislocation ("coil migration / migration of essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * patient underwent essure confirmation test. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain and pelvic pain, dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, dysmenorrhoea, menorrhagia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for severe menstrual pain, heavy, abnormal bleeding, prolonged menses, severe abdominal and pelvic pain, and coil migration, among other symptoms. She needed to undergo additional surgical intervention as a result of her essure implants diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: coil on the right side had migrated. Most recent follow-up information incorporated above includes: new pfs received- new event abnormal bleeding (vaginal) was added. Dob and date of insertion date were updated. The previously reported event migration of essure device was amended from "other event" to "incident". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration / migration of essure device / migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * patient underwent essure confirmation test. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage ("heavy, abnormal bleeding"), device dislocation (seriousness criterion medically significant) with abdominal pain and pelvic pain, dysmenorrhoea ("severe menstrual pain"), heavy menstrual bleeding ("prolonged menses / menorrhagia (heavy menstrual bleeding)"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, device dislocation, dysmenorrhoea, heavy menstrual bleeding, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for severe menstrual pain, heavy, abnormal bleeding, prolonged menses, severe abdominal and pelvic pain, and coil migration, among other symptoms. She needed to undergo additional surgical intervention as a result of her essure implants as per pfs, discrepancy noted in date of insertion: (B)(6)2006 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2006: essure confirmation test (unspecified) - result not provided. Ultrasound scan - on an unknown date: results: coil on the right side had migrated. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.